Event description:
The customer reported via phone call that the customer had a compromised force sensor system alarm and a motor error alarm on the insulin pump. Customer's blood glucose was 195 mg/dl. Customer was delivering a bolus when they received the alarm. Customer stated that they had an x-ray a couple of weeks back. Customer stated that they had the pump on because they were told that nothing would happen to the pump. Customer stated that they do not use the sensor feature on the pump. Customer also stated that they are able to complete the rewind sequence. Customer mentioned that there is a crack where the reservoir goes in and on the corner of the screen by the up arrow button. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.